Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 7-may-2024, the patient faced occlusion alarm from three infusion sets. The customer resolved their issue by changing supplies as necessary and resumed insulin therapy. The occlusion alarm recurred, and it was confirmed that the blockage was at the site. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 3.